Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis with blood glucose value of 447 mg/dl then went up to 600 mg/dl and started vomiting the customer current blood glucose value was 447 mg/dl.patient's current blood glucose value was 331mg/dl. The customer was hospitalized on 4/12/2018 @ 11am.the customer experienced symptoms such as vomiting, nausea, abdominal pain. The customer was treated with insulin pump and manual shots. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.